Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a rebel bms balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There were numerous kinks. There was blood in the guidewire lumen. The balloon was tightly folded. Microscopic inspection revealed tip damage. There was no stent damage. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis did not confirm the reported stent damage.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the left artery. The 90% stenosed, 29x3.0mm, eccentric, de novo target lesion containing a >45 and <90 degrees bend was located in the moderately tortuous and severely calcified left anterior descending artery. After a 6f non-bsc guide catheter and a 185 pt2 ms guide wire crossed the lesion, pre-dilation was performed resulting to 75% residual stenosis. A 32 x 3.00mm rebel stent was advanced for treatment. However, the device failed to cross the lesion and when removed, the tip of the stent itself was found to be deformed. The patient underwent coronary artery bypass graft (CABG) and the procedure was completed. There were no patient complications reported and the patient's status was stable.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the left artery. The 90% stenosed, 29x3.0mm, eccentric, de novo target lesion containing a greater than 45 and less than 90 degrees bend was located in the moderately tortuous and severely calcified left anterior descending artery. After a 6f non-boston scientific guide catheter and a 185 pt2 ms guidewire crossed the lesion, pre-dilation was performed resulting to 75% residual stenosis. A 32 x 3.00mm rebel stent was advanced for treatment. However, the device failed to cross the lesion and when removed, the tip of the stent itself was found to be deformed. The patient underwent coronary artery bypass graft (CABG) and the procedure was completed. There were no patient complications reported and the patient's status was stable.